Manufacturer narrative:
The hospital did not release the instrument for evaluation, but did provide pictures. One picture showed a small breech in the insulation on the shaft. I reviewed the pictures and noticed the following: the karl storz logo in capital white letters does not show on the distal end of the instrument (should show on both sides of tube). The insulation is pulled back from the distal end of the instrument; metal shows at the most distal end because the insulation is not covering it. [We have seen the condition before and it is an indication that the instrument has been re-sheathed by a 3rd party repair company.] The karl storz logo and part number do not show on the proximal end portion where the shaft enters into luer lock. One side should say karl storz (B)(4); the other side provides the part number, 33300. Taken together, this information is a strong indicator of 3rd party repair and with the lack of karl storz labeling showing anywhere on the instrument it appears to have been totally resheathed. Karl storz does not authorize 3rd party repair of their instrumentation nor does it provide spare parts. We think the insulation material they are using is not up to our specifications and may be the cause of the insulation breech. Our IFU warns the user to inspect the instrument for damage before use in a procedure; it does not appear this was done in this instance. Device will not be returned by hospital.

Event description:
Allegedly, the doctor was performing a lap chole and was in the process of cauterizing adhesions. After doing so, he noticed that the patient had received a burn to her external skin in the abdominal area. Burn was described as small linear burns over an area totaling 1 inch. The burn was treated with ointment. Procedure was completed.